Event description:
A customer contacted physio-control to report that their device illuminated its service wrench icon. Upon inspection, physio observed that the device showed all three icons (attention, charge-pak and service wrench) and would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control product analysis center (pac) further evaluated the customer's device and verified the reported issue. It was observed that the device had an object placed on the power button on several occasions that damaged the analog pcb hlc's to the point they could not longer maintain a charge. The root cause of the reported issue was due to depleted analog pcb hlc's caused by improper storage. The device was destructively tested.

Manufacturer narrative:
Physio-control evaluated the customer's device and observed that the device showed all three icons (attention, charge-pak and service wrench) and would not power on. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device illuminated its service wrench icon. Upon inspection, physio observed that the device showed all three icons (attention, charge-pak and service wrench) and would not power on. There was no patient use associated with the reported event.